Event description:
My (B)(6) daughter was using the malem alarm at night when the alarm unit got extremely hot and burnt her at night. She was old enough to pull it off but there are burn marks on her neck now. Although they are minor marks, they should not have been there in the first place. I am extremely upset with the poor quality of this dangerous product. I have returned the product to where I purchased it. If my daughter had not removed the alarm, it would be disastrous. The back plastic cover of the alarm melted from heat and batteries have leaked out completely. Very dangerous.